Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015-device evaluation:the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings:during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and no contamination was found under any button contacts. No internal moisture or damage was found.